Event description:
Peritoneal dialysis coordinator reported a pt (pt) receiving peritoneal dialysis on the baxter pac-xtra was overfilled. Coordinator reported the pt fill volume is 210cc consisting of 12 cycles. In cycle 8, pt fill volume was 719cc and ultrafiltrate (uf) was 509cc. In cycle 9, pt fill volume was 772cc and uf was 562cc. Total uf was 1236cc. Coordinator stated the pt's maximum fill volume is 700cc. No alarm was reported by the healthcare professional (hcp) and treatment was discontinued at this time. Pt's abdomen was very full with noticeable hernias at an old incision site and crepitus at incision line. Coordinator reported she checked the tubing setup and found the tubing was properly seated in the pt line #2 valve.